Event description:
It was reported in an article reviewed by MFR that the vns pt experienced bradycardia and asystole events intra-operatively upon initial implantation of the vns device, during lead test. The following is the summary of this pt's event according to the info in the referenced article: a male with multiple handicaps, chronic static encephalopathy, autism, and medically intractable partial epilepsy was referred for implantation of the vns device. Initial stimulation intra-operatively resulted in cardiac asystole for 45-seconds. Rechallenge of stimulation with incremental increases from 0.25 ma to 1.0 ma with stimulus durations of 14 to 30 seconds at 30 hz and pulse width of 500 usec revealed no heart rate change. The implantation was completed without consequence. Baseline EKG and f/u EKG's were unchanged. At 9 months, seizure reduction and improved overall neurologic status were noted without cardiac events. Attempts to obtain add'l info are underway.

Manufacturer narrative:
Tatum wo, moor db, stecker mm, et al. "Ventricular asystole during vagus nerve stimulation for epilepsy in humans". Neurology 1999;52:1267-9.